Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was ineffective in achieving hemostasis. An approximate 5 minutes of compression was initially attempted before persistent pulsatile bleeding was observed. Manual compression was performed for 45 minutes to achieve hemostasis. There was no reported patient injury. No resistance or friction was encountered during device advancement, and no difficulty occurred when connecting the sheath introducer or deploying the plug. The sheath introducer was retracted correctly, the indicator wire cowling locked onto the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. Upon removal, the exoseal vcd and sheath introducer were withdrawn as a single unit 1¿2 seconds after deployment. No plug dislodgement occurred during removal; however, pulsatile bleeding was immediately observed at the puncture site. The exoseal vcd was reported to have functioned properly but failed to achieve hemostasis. The procedure involved treatment of subclavian artery stenosis using an 8f non-cordis short sheath. The procedure was performed using a retrograde approach with an 8f short sheath retrograde puncture connected to an 8f guiding catheter during an interventional procedure. The user was trained on the device, and it was stored and prepared according to the instructions for use (IFU). No device or packaging damage was observed prior to use. The femoral artery¿s suitability was confirmed on angiography, including correct insertion angle, and the vessel diameter was verified to be = 5mm. There was no calcium, plaque, stent, or stenosis >50% at or near the puncture site, and the site had not been previously closed within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) was ineffective in achieving hemostasis. An approximate 5 minutes of compression was initially attempted before persistent pulsatile bleeding was observed. Manual compression was performed for 45 minutes to achieve hemostasis. There was no reported patient injury. No resistance or friction was encountered during device advancement, and no difficulty occurred when connecting the sheath introducer or deploying the plug. The sheath introducer was retracted correctly, the indicator wire cowling locked onto the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. Upon removal, the exoseal vcd and sheath introducer were withdrawn as a single unit 1¿2 seconds after deployment. No plug dislodgement occurred during removal; however, pulsatile bleeding was immediately observed at the puncture site. The exoseal vcd was reported to have functioned properly but failed to achieve hemostasis. The procedure involved treatment of subclavian artery stenosis using an 8f non-cordis short sheath. The procedure was performed using a retrograde approach with an 8f short sheath retrograde puncture connected to an 8f guiding catheter during an interventional procedure. The user was trained on the device, and it was stored and prepared according to the instructions for use (IFU). No device or packaging damage was observed prior to use. The femoral artery¿s suitability was confirmed on angiography, including correct insertion angle, and the vessel diameter was verified to be =5mm. There was no calcium, plaque, stent, or stenosis >50% at or near the puncture site, and the site had not been previously closed within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18454462 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned for analysis and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site¿. Neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) was ineffective in achieving hemostasis. An approximate 5 minutes of compression was initially attempted before persistent pulsatile bleeding was observed. Manual compression was performed for 45 minutes to achieve hemostasis. There was no reported patient injury. No resistance or friction was encountered during device advancement, and no difficulty occurred when connecting the sheath introducer or deploying the plug. The sheath introducer was retracted correctly, the indicator wire cowling locked onto the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. Upon removal, the exoseal vcd and sheath introducer were withdrawn as a single unit 1¿2 seconds after deployment. No plug dislodgement occurred during removal; however, pulsatile bleeding was immediately observed at the puncture site. The exoseal vcd was reported to have functioned properly but failed to achieve hemostasis. The procedure involved treatment of subclavian artery stenosis using an 8f non-cordis short sheath. The procedure was performed using a retrograde approach with an 8f short sheath retrograde puncture connected to an 8f guiding catheter during an interventional procedure. The user was trained on the device, and it was stored and prepared according to the instructions for use (IFU). No device or packaging damage was observed prior to use. The femoral artery¿s suitability was confirmed on angiography, including correct insertion angle, and the vessel diameter was verified to be =5mm. There was no calcium, plaque, stent, or stenosis >50% at or near the puncture site, and the site had not been previously closed within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18454462 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "plug-inability to achieve hemostasis" could not be observed. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Procedural, anatomical, and/or handling factors may have contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.